Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported in an article that cut a out occurred 8 months after the gamma3 (u-lag screw) surgery. Additionally reported: fracture type of prior to surgery was jensen type v. 3 part b in nakano3d-CT classification. Posterior support was missing, it was vips case with a varus of proximal bone fragment and invagination into the distal bone marrow. The surgery finished with subtype p because it was unable to reduce under indirect and direct reductions. After that, over telescoping was occurred after the surgery and also cut out was occurred 8 months after the surgery. Artificial joint replacement was performed.